Event description:
Pt has experenced an increased in bronchitie, coughing and runny nose since using cidex opa. Their physician recommended allergy medicine. No respiratory problems were reported when working with glutaraldehyde.